Manufacturer narrative:
Mw #5073184. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during a prostin infusion a crack was observed at the female end of the extension set connected to the maxzero. No patient harm was reported. Received a copy of the customer's sus voluntary event report from the FDA which states, "first instance, morphine drip was found by bedside nurse leaking. Tubing was cracked at the maxzero connected to the syringe. Line was changed per protocol by lt immediately. Second instance alaris (carefusion) microbore extension set tubing with 0.2 micron low protein binding filter (product ref# (B)(4) with crack at female end. This was connected to a needleless connector (maxzero). Not able to isolate a lot number for this varoom. This is now the third product found cracked in the same place. See varoom #s (B) (4) 2017. Both on (B)(6) 2017. All 3 products will be given to risk mgmt for f/u with company. Please send report from company when they are finished with their investigation. No harm to done to pt. Milrinone was infusing via this tubing for this pt. Tubing was in-line approx. 24 hrs before onto medfusion pump and floor was noted. Third instance, bedside noticed vecuronium drip tubing cracked at the maxzero connecting to the syringe. Line changed immediately by lt." Although the customer selected "other serious" on the medwatch, the clinician later clarified that no medical intervention was provided.

Manufacturer narrative:
The customer¿s report of female cracked and leaked was confirmed. Visual inspection of the set noted the female luer had a vertical hair line crack. The female leur was inspected under magnification and no stress marks were observed. Further visual inspection confirmed is an issue with the manufacturing process of the female luer component which is manufactured by a third party supplier. Functional testing confirmed leaking as fluid flowed through the crack on the female luer. The cause of the leak was identified as a crack on the female luer. The root cause was not identified.